Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with cefepime injection in their night bag (route, dosage, and duration not reported) for the peritonitis event. Action taken with pd therapy was not reported. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no:(B)(4). Additional information provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.